Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the foot section of the bed was not raising and the frame was broken at a weld.

Manufacturer narrative:
Additional/updated information was added to reflect the bed being returned to the manufacturer for evaluation. The result of the evaluation was that the drive arm was bent on the head section due to the bed rails being mounted in the incorrect location. The complaint of a broken weld was not confirmed. Therefore, this is no longer an FDA reportable event.

Event description:
The dealer stated the foot section of the bed was not raising and the frame was broken at a weld.